Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an alert triggered for the right ventricular (rv) lead. The alert was due to sensing integrity counter (sic) and fast non-sustained ventricular tachycardia episodes. It lead remains in use and it was suggested that the patient be monitored. No patient complications have been reported as a result of this event.